Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas 8000 e 602 module. The initial result was 77.63 pg/ml. The repeat result with an x10 dilution was 10463 pg/ml. The sample was repeated as the initial result did not correspond to the patient¿s. Previous result from 18-oct-2023 of 4348 pg/ml.

Manufacturer narrative:
The e602 module serial number was (B)(6). Calibration was acceptable. No further information was provided for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) adjusted the sample pipetter. During a review of the alarm trace data, "several" sample pipetting alarms were observed. The specific cause of the event could not be determined, however, based on the information provided, the event is consistent with a pre-analytical handling issue. A general reagent issue was not identified.

Manufacturer narrative:
Discrepant estradiol iii results were provided for an additional patient sample (patient 2). Patient 2 initial result was 25 pg/ml. The repeat result was 301 pg/ml. Patient 2 was tested with reagent lot 713404, expiration date 30-apr-2024. Section b6 was updated.